Event description:
It was reported, patient presented during analysis. Interrogation noted, that the right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.